Event description:
It was reported via repair work order that the head right siderail did not lock in the upright position as the timing link was worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.